Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. The manufacturer¿s international service technician confirmed the reported lcd issue and replaced the lcd to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the display was dim although the characters were viewable. There was no patient involvement.